Event description:
An incident involving a s646 power wheelchair was reported to sunrise medical on (B)(4) 2014. The dealer reported that the end-user was attempting to enter his vehicle and was at the top of his ramp when the wheelchair (per the end-user) suddenly lunged forward. As a result, the end-user hit his head on the vehicle and sustained a cut to his head. The end-user was taken to the hospital where he rec'd stitches to close the wound. The dealer also reported that the end-user stated that he may have hit the joystick by mistake which caused him to lunge forward resulting in him hitting his head.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medial (us) llc. If and when the chair/parts are rec's, our internal failure investigator will complete the investigation and a f/u report will be filed.